Manufacturer narrative:
The customer will have the system checked by a third party. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The customer's consumable complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lot number and the device history record (DHR) shows the product was released per product specifications. The customer did not retain samples for this complaint report; visual inspect or functional testing could not be conducted. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, two message codes displayed. The cassette was replaced twice, but the messages would not clear. Subsequently, the system was exchanged to complete the case following a 12 minute delay. There was no harm to the pt.